Event description:
Per the audiologist, the pt has reported unusual sound quality, fluctuating performance and pain since three months post implant surgery. The results of an integrity test in 2007 were consistent with a normal functioning receiver stimulator. The results of electrode tests were unclear. Explant/reimplant surgery was recommended due to the pt's limited benefit from the device.

Manufacturer narrative:
This type of event is addressed in the device labeling.